Event description:
A male patient contacted lifecor customer support to report that one of his battery packs was not holding a charge. Support sent the patient a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack has been completed. The reported problem was confirmed. The cause of the battery pack not charging was defective battery cells within the battery pack. The root cause of the defective cells is not known, but was probably due to excessive discharging. The patient was changing the battery pack every twelve hours. The battery pack runs a test that takes sixteen hours after every few charges to allow the battery pack to perform at optimal performance. The patient was removing the battery pack before this test was complete. Thus the batter pack was already depleted of charge and seemed to not last as long. Using the battery pack in this depleted state caused the defective cells. The defective cells were replaced. The battery pack was retested and restocked. No adverse event resulted from the faulty battery pack. The patient received a replacement battery pack.